Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted electrical overstress damage around the antenna and a mark at the top of the over-molded header (an indication of a possible arcing event). The titanium case was opened, and visual inspection did not identified electrical overstress damage to the high voltage capacitor flex circuit. The battery was tested; the voltage was lower than expected (8.77 volts). Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed low lead impedance measurements and lower than expected battery voltage. In addition, a high current drain was identified during analysis due to a compromised capacitor caused by the presence of excess hydrogen in the device case. The high current drain from the compromised capacitor led to the observed premature battery depletion.

Event description:
It was reported that the battery capacity was 15% less compared to three years ago after implant. Premature battery depletion was alleged. A review by engineering noted that the data showed abnormal increase in battery usage and recommended device replacement. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery capacity was 15% less compared to three years ago after implant. Premature battery depletion was alleged. A review by engineering noted that the data showed abnormal increase in battery usage and recommended device replacement. Additional information noted that the device was explanted. Upon doing a test shock with 10 joules a 1 ohm value was displayed. A review was sent to engineering. Engineering noted that this issue could be related to the device rather then the electrode. Technical services (ts) noted to return the device for analysis. No additional adverse patient effects were reported. The device will be returned.